Event description:
Additional information received reported that the caller aspirated the catheter often, and "it was difficult to aspirate."

Event description:
Additional information received later noted that the cause of the event was unknown. A rotor study was done on (B)(6) 2012 that showed the pump rotors turning appropriately. Patient experienced nil signs/symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model # 8711, lot # j10953r52 , implanted: (B)(6) 2002 explanted: unk.

Event description:
A pump reservoir volume discrepancy was reported. The actual residual volume of 30 ml was greater than the expected residual volume of 3.4 ml. Per the reporter, patient was having "good days and bad days" but did not notice anything out of the ordinary during this refill cycle. The reporter also noted that the pump logs were read and no "issues" were found. Device troubleshooting was being considered. The pump contained morphine. Additional information has been requested, but was not available as of the date of this report.